Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited missing glue in the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the missing glue in the objective lens, the cause was due to an excessive or inadequate physical force exerted on it by another object, resulting in problems, such as wear, bending, deformation, fracture, and fatigue. The most probable cause of this complaint was traced to a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.